Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: saline mentor smooth round moderate profile 475cc breast implant, serial number (B)(4), catalog number 3501680, lot number 6867954 (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation revision procedure with saline mentor smooth round moderate profile 475cc breast implants and experienced deflation on the left breast implant and bilateral capsular contracture. The deflation was diagnosed by the healthcare professional during the medical examination on (B)(6) 2018. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 500cc, catalog number 3505004bc, serial number (B)(4), lot number 7459710 on the left breast implant and with gel mentor memorygel breast implant 500cc, catalog number 3505504bc, serial number (B)(4), lot number 7462669 on the right breast implant. This medwatch report is for the right breast implant.

Manufacturer narrative:
On 08/28/18, it was reported to mentor that the device was never returned to mentor. According to the information provided, and since the product has not been returned, it has been concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s normal physiologic response to the implantation of a foreign object. Capsular contracture is a known complication associated with these devices as stated in the IFU. Therefore, no corrective action is warranted at this time. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Manufacturer¿s reference number: (B)(4).